Manufacturer narrative:
(B)(4). This device is inspected 100%, prior to further processing. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The returned device was examined. The valve collar and valve chamber were separated by hand, which was described as unexpected. An examination of the iris valve confirmed that the valve was not working. The proximal flange of the valve was not between the valve cap and rotator, but instead had been pulled through the proximal opening in the rotator. Blood was present in the rotator and valve cap, indicating a leak through the assembly as well as the lumen of the iris valve. Each check-flo disc was examined. All three discs had off center tears. Additional info regarding the complaint event was requested. The complaint correspondence indicates that the event occurred "during sbu training at (B)(4)." The damage to the chek-flo discs could result in unexpected leakage while a dilator/assembly is placed in the valve. In regards to this compliant, other contributing factors of the leak can be the damage to the iris valve and poor compression of the discs between the valve collar and chamber. At this time it is difficult to determine when the check-flo discs were torn. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and deemed acceptable. However, we are continuing to evaluate actions that may minimize the occurrence of this failure mode.

Event description:
No details of procedure were provided other than there was back flow with blood loss from back of valve. Attempts to receive additional info have not been successful. Pt outcome stated as "temporary."